Manufacturer narrative:
Radio frequency pic failed self-test alarm noted during self-test due to faulty electrical component on radio frequency board. Unit received with cracked reservoir tube lip, minor scratched display, cracked case at display window corner, cracked belt clip slot and cracked display window.

Event description:
Customer reported via phone call to have received excessive radio frequency pic failed self test alarm. Customer reported that insulin pump was not dropped or exposed to moisture. Customer's blood glucose was 153 mg/dl. Insulin pump would be replaced.